Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient complained of a potential loss of efficacy and possible leaking. The rep noted an impedance check was performed by the healthcare professional (hcp) and it was determined some combinations were out of parameter. The hcp made an adjustment and would see the patient again in a few weeks. Additional information from the healthcare professional (hcp) via the manufacture representative (rep) reported the cause of the impedances being out of parameter was not known. The rep noted they were aware of the event on the november 2nd. The rep stated they did not know if the impedances being out of parameter had resolved. There were no further complications that have been reported as a result of this event.